Manufacturer narrative:
Investigation summary: one (1) actual sample in opened packaging were returned for investigation. The actual sample was subjected to visual inspection. V-cut was observed on the catheter of the returned sample. No fm was observed on the returned sample. A device history record review showed no non-conformance associated with this issue during the production of this batch. Investigation conclusion: the non-conformance could have been caused by cannula pierced through catheter. The cannula pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. However, there is an automated vision inspection machine, which can detect and reject product with cannula pierced through catheter in the assembly process. Hence, the root cause of the nonconformance could not be determined. The trend of this nonconformance will be monitored.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on a bd angiocath¿ plus IV catheter before use. There was no report of serious injury or medical interventions.